Event description:
It was reported that during use a foley catheter experienced balloon rupture and fixation fluid unable to be withdrawn, with hematuria observed when urine was discarded at 21:00 on the ward. At 24:00, upon checking the urine bag, there was no urine accumulated. The catheter's kinks and the fixation fluid were checked. Not even 1 ml of fixation fluid could be drawn. While checking for changes in the fixation position and looking for clots, it was found that the catheter had completely fallen out, there were 1.5 cm x 1.0 cm cracks on the balloon portion, no fragments were seen in the bladder.; the catheter subsequently fell out and cracks were observed on the balloon, with no fragments retained in the bladder, no patient medical findings such as stones, and the product lot number mykv5902.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.